Event description:
It was reported that a leak was observed between the uv flash transfer set and titanium adaptor. The event occurred during draining. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed with the naked eye and a microscope, no issues were noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. An integrity of seal test was performed with no leaks noted. The interior diameter of the patient connector was measured and was found to be within specification. The reported problem could not identified or duplicated during evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.